Manufacturer narrative:
Investigation findings: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She states that she has extreme discomfort in her vaginal area. There have been 3 attempted contacts to reach the consumer, but we have not been successful. It is unknown if consumer had gone to the doctor or not.